Manufacturer narrative:
(B)(4). Batch # m53w88. The analysis results showed that one gst60d reload was received unfired, with the pan fully dislodged and bent. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a colectomy procedure the reload packaging was opened to remove the reload and the reload fell apart. The cartridge pan fell off and all the pieces inside the reload fell out. This occurred in the sterile field, but nowhere near the patient. No pieces fell into the patient. Another like reload was used to complete the procedure. No patient consequences were reported.